Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer also reported that, noticed the screen when he turns it on he notices the screen flash and then it is normal and received hardware low level failure alarm also. The patient¿s blood glucose level was unknown at the time of the incident. Performed self-test which did not pass. Error table indicates that pump error alarm cleared active insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed device alarmed low battery and power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery alerts or replace battery now alarms and no unexpected hardware low level failures error alarms during testing however, hardware low level failures error alarm is found in the formatted history file due to broken traces at of the keypad assembly.